Event description:
The customr obtained biased glucose results for quality control fluids. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose or false low nbil pt result to be reported. There was no report of pt harm as a result of this event.